Manufacturer narrative:
The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the pulsed field ablation procedure, when the volt catheter was inserted into the sheath, air was aspirated. The sheath was replaced and the volt catheter was inserted far into the sheath initially, but air aspirated. The volt catheter was removed and was still intact with no leaks. The volt catheter was reinserted according to the recommendations with 10cm in the sheath and aspirating at least 20cc, and no air was aspirated. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. However, artmt600338988 ver. B. Agilis nxt steerable introducer dual-reach instructions for use (IFU) warns, ¿insert device approximately 10 cm and slowly aspirate approximately 20 to 30 ml from the introducer.¿ the batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue of a leak is consistent with inserting the catheter too far and not immediately aspirating the introducer after catheter insertion.